Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209648738, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient, via the manufacturer representative, reported that in (B)(6) 2016 they had pain in their buttocks whether the implantable neurostimulator (ins) was turned on or off. The healthcare professional (hcp) deemed this to be musculoskeletal in nature and after a satisfactory lead x-ray, felt it was unrelated to the implanted system. Over the next few months, the patient tried various programs to find the most effective results for their fecal incontinence. The patient visited a myotherapist and chiropractor regularly, but the pain in the buttocks persisted. It was later indicated that the pain that occurred in february occurred while the patient was using a computer. The patient reportedly received a ¿jolt¿ and had pain in their buttocks on the left side since. The ins was implanted on the right side, whereas the lead was implanted on the left. The patient attributed the pain to the jolt and noted the myotherapist could no longer help them. It was added that the patient recently had a ¿very big¿ fall. The hcp requested that no changes be made to programming and an impedance test was not done as the patient had low voltages on each program and was sensitive to stimulation. Due to the pain, the patient requested the removal and replacement of the lead. The hcp agreed to remove the system, leave the patient for two weeks, and then do another advanced evaluation, with possible stage two implant two weeks later. The full system was removed and the surgeon noted that they needed to use some force to remove the lead, which may have placed tension on it.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins passed functional testing including monitoring the output at body temperature for 48 hours with the output on and 48 hours with the output off. The ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.